Event description:
The account's maintenance stated the brake casters did not lock in brake. Casters continue to roll.

Manufacturer narrative:
The account replaced the brake casters to repair the stretcher.